Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced turns off without user input in the pediatrics department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'pump turns off without input', which was reproduced during evaluation when troubleshooting the device. A review of the event history log identified improper shutdown messages as evidence of the reported problem. The cause was determined to be a defective standard battery module. The standard battery module was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.